Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report a broken sensor wire that occurred on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient's mother reported that a portion of the wire was attached to the sensor pod. Additionally, patient's mother reported that the sensor wire was located on the adhesive. No additional event or patient information is available.